Event description:
Procedure: urological / gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt had undergone or will undergo corrective surgeries. The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Per additional info received, the pt has experienced urgency, frequency, urge incontinence, recurrent urinary tract infections, nocturia and bladder spasms and dyspareunia. Correction: the initial MDR report was filed incorrectly as an MFR report, as a result an importer report f/u #1 is being filed.

Manufacturer narrative:
(B)(4).